Manufacturer narrative:
The device was received for evaluation. During evaluation, evaluation observed the 4,5 and 6 number soft keys were not functioning properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the 4,5 and 6 number soft keys were not functioning properly. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, keypad did not function properly (soft keys,#4,5,6)..no additional information is available.